Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error. It was stated that the insulin pump had no delivery alarms and act button was getting a little less responsive, need to push harder. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened bolus, esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test. Device received with cracked reservoir tube lip, cracked battery tube threads and cracked case from display window corner. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
Device received with intermittent button response due to flattened bolus, esc, act, up and down button dome switch. No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test. Device received with cracked reservoir tube lip, cracked battery tube threads and cracked case from display window corner. The test infusion set and reservoir does lock into place. (B)(4).